Manufacturer narrative:
The physician removed the sensor at the request of the patient and the patient was not implanted with another sensor.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where a patient developed pain at the site where the eversense sensor was implanted. The patient was not administered any topical and oral medication by a physician.